Event description:
The customer reported that the system would not power on. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer by resetting the workstation circuit breaker. No additional service info was provided.